Manufacturer narrative:
Report was received from a distributor on 01/25/2018 that a spot of the insulation layer "melt" and burnt the patient. A photo of the instrument was attached. From initial evaluation of the picture, it is apparent that the dissector was damaged due to misuse by the customer. The dissector insulation was somehow scored during use or during reprocessing and when it was used again after the damage occurred, the exposed metal on the dissector caused the device to arc. There is no other explanation as to why the dissector would arc. After the initial report, additional information was not able to be obtained. If further information is obtained, a follow up report will be filed.

Event description:
Event as described by customer: "a spot of the insulation layer melt and burnt the patient."